Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify unexpected battery power loss due to blank display. Also, received with corroded battery tube and moisture damage on the motor and force sensor. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received low battery alert prior to the replace battery alert and timing was less than 8 hours. Customer stated that the battery was not previously used and battery cap was not loose, cracked or damaged. The customer reported that this was second occurrence that the insulin pump received a low battery alert prior to the replace battery alert in less than 8 hours. The customer was advised that the insulin pump needed to be replaced and continue to wear insulin pump until replacement arrives. Customer also experienced high blood glucose; however they declined for troubleshooting of high blood glucose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.